Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the front panel membrane was returned. The reported malfunction was not verified. The customer received a replacement from panel membrane. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was intermittently unable to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.